Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
During a procedure for orif proximal tibia, the surgeon placed the plate and as he was tightening the screw, the screw head stripped. The surgeon attempted to remove the screw using the conical extraction screw and the tip broke off inside the screw head. The surgeon was unable to remove the screw and left it in the patient. The surgeon completed the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 2 of 2 for this complaint (B)(4).the procedure was reported to be open reduction internal fixation for the proximal tibia

Manufacturer narrative:
(B)(4)